Event description:
It was reported, that post paced t wave oversensing was observed, on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes there had been no other re-occurrence of post paced t wave oversensing since the initial event. The patient presented in clinic on (B)(6) 2024 and autocapture was programmed off as recommended. The patient was doing well.